Manufacturer narrative:
Despite multiple attempts, no further information regarding the serial number of this lead were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was associated with a system infection. The physician also noted the rv had migrated from its original implant position as well causing abnormal impedance measurements and an increase in thresholds. The helix of the rv lead appeared to have also been retracted as well. Surgical intervention was performed and the rv lead was explanted and replaced.